Manufacturer narrative:
As reported, several years post implant of the ventralight st mesh, the patient underwent a procedure (colectomy) unrelated to the implant. During this procedure the ventralight st mesh was cut by the surgeon and the surgeon elected to leave the partially cut ventralight st mesh in place. Following the colectomy the patient developed wound dehiscence and the ventralight st mesh was subsequently removed. The complainant states that no inherent issue was believed to exist with the ventralight st mesh, and that the complications were felt to have been caused by the mesh being cut during the colectomy procedure and left in place. Based on the event as reported there was no issue with the ventralight st mesh as provided and used by the surgeon to repair the patient¿s umbilical hernia. The reported event appears to have resulted from surgical actions taken during the unrelated procedure performed several years after the initial implant. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent an umbilical hernia repair procedure with placement of a ventralight st mesh and a right inguinal hernia repair with a 3dmax mesh on (B)(6) 2020. On (B)(6) 2024 the patient underwent a colectomy due to chronic diverticulosis. During the colectomy, the previously placed ventralight st mesh was cut through by the surgeon, and although the colectomy was completed, the partially cut mesh was elected to be left in place. Following this surgery, a small open area on the patient¿s abdomen developed, which progressively enlarged into a significant wound requiring wound care for approximately seven months, and the mesh was noted to be protruding through the skin. The ventralight st mesh was subsequently removed on (B)(6) 2024, and a non-bd mesh was implanted to repair a newly developed hernia. The complainant states that no inherent issue was believed to exist with the original ventralight st mesh, and that the complications were felt to have been caused by the mesh being cut during the colectomy procedure and left in place. Note, the 3dmax mesh placed for repair of the right inguinal hernia remains implanted.